Manufacturer narrative:
Cn hpc# (B)(4) sterimate# 01180. Emn hp; cable, conn/gun cable kink/pinch/twist could not replicate the issue of no water flow. Suggest checking inserts being used are free of clogs and damages as this is most likely causing the issue. Found kinked air tubing restricting air and powder flow. Inconsistent or no activation of foot pedal in second position for air prophy jet. Cracked auxiliary bracket on the power driver board. Missing batteries in the foot pedal. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137, they allege that they have no water coming from handpiece and the handpiece is heating up, no injury resulted.